Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 02/feb/2015 and 22/jan/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and malposition.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, "superior implant malposition" and concern with textured product. Healthcare professional additionally reported device was removed and "replaced in the submuscular pocket." Device has been explanted.